Manufacturer narrative:
(B)(4).

Event description:
Received information after the ins was replaced low out of range impedances were noted. Right sided impedances were:c8:140, c9:659, c10:952, c11:659, 8/9; 1199, 8/10: 1524, 8/11: 1199, 9/10: 936, 9/11:32 and 10/11:936. Medtronic technical services recommended x-rays of the lead and extension areas. Possibly reprogramming to address stimulation needs. Additional information has been requested and if received a follow up report will be sent.